Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the patient is unhappy with refractive error. The surgeon noted the "iol malfunctioned". The lens was exchanged.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).